Event description:
A vns patient called their vns programming physician and reported that she feels like her device (generator) has migrated. Their doctor did not know where their generator has migrated to. The patient will be getting referred to a surgeon for evaluation. It is unknown what interventions will be planned. Good faith attempts have been unsuccessful to date.